Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10054. The pt received the scs leads on (B)(6) 2011 and the scs ipg on (B)(6) 2011. It was reported that the pt is unable to have a bowel movement while stimulation is on. It was also reported that the physician has classified the status of the pt's symptoms as on-going and does not believe that this issue is device related. The scs sys remains implanted. There is no further info available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.